Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was not holding charge. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began in (B)(6) 2014. The patient reportedly manages her diabetes with oral medication along with diet and exercise. The patient claimed that approximately 7 days later, she developed symptoms of ¿flushing in the face and hands trembling.¿ she reported increasing her food/drink consumption. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject device was not brand new. The issue is reoccurring and was not resolved after troubleshooting. Replacement products were sent to the patient and subject products were requested back to investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.